Event description:
It was reported the patient had an MRI 2-3 months prior to report and since the implantable neurostimulator (ins) has recently and suddenly stopped and they are experiencing back pain. The patient noted the stimulation was helping them and they would like to go back to using it. The pain is ¿pretty bad¿ when they are moving and that is when the stimulation helped. It was unknown if the MRI was related to the patient¿s stimulation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3888-33, lot# v611146, implanted: (B)(6) 2011, product type: lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3888-33, lot# v611146, implanted: (B)(6) 2011, product type: lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3888-33, lot# v611146, implanted: (B)(6) 2011, product type: lead; product ID 3888-33, lot# v611146, implanted: (B)(6) 2011, product type: lead. (B)(4).